Event description:
The pt was implanted with an eon ipg and a lead in 2007. The pt reported having chest pain and the next month, the entire system was explanted. The pt was not reimplanted. Additional comments from the implanting physician suggests that, the cause of the reported pain may be due to the location of the implanted lead and not device-related. Upon device eval, there was no evidence found that the reported pain was related to the function of the device.

Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. All records were reviewed and were found to meet specifications. Ans inc. Corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Corp defers to the pt's physician regarding medical history.